Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. (B)(4) for the reported issue of clip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01294 and 3005099803-2013-01295 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used for hemostasis during an egd (esophagogastroduodenoscopy) procedure within the stomach, performed on (B)(6) 2013. According to the complainant, after advancing the resolution clip device (MFR # 3005099803-2013-01294) to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. A second resolution clip device (MFR # 3005099803-2013-01295) was then used, but the same issue occurred; after deploying, the clip assembly failed to separate from the delivery catheter. The procedure was completed using a third resolution clip device without further complications. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.